Manufacturer narrative:
(B)(4). Additional information, including operative notes, post primary and pre revision x-rays, information regarding why the explants are not available for examination, patient age, activity level and medical history has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. Devices not available.

Event description:
Trinity revision of the head and liner after approximately 1 month due to dislocation.

Manufacturer narrative:
Per -1154 final report. Additional information, including operative notes, post primary and pre revision x-rays, the explanted devices, patient age, activity level and medical history were requested in order to progress with the investigation of this event, however, not all information was available and it was confirmed that the explants had been discarded by the hospital following the revision and thus could not be returned for examination. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the information provided for this event, the root cause could not be identified and no further investigation can be conducted. Corin therefore, consider this case closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the head and liner after approximately 1 month due to dislocation.